Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the related mcs instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "the working scissor tip was bent." The instrument was found to have a broken tube extension at the distal end. No pieces were missing. This failure is most commonly caused by mishandling/misuse.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the tip cover accessory fell inside the patient. The tip cover was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted radical nephrectomy surgical procedure, the monopolar curved scissors (mcs) tip cover was missing. The customer had difficulties removing the mcs instrument from the patient and pulled the mcs too hard and bent it. It was noted that the surgeon did not need to use another instrument as the she was finishing up the procedure. The surgical staff performed x-ray and CT scans to find the tip cover. The tip cover was found in the specimen bag with the removed kidney. A split at the clear end of the tip cover was observed. The tip cover was retrieved during the same procedure. The procedure was completed with no reported injury. On 05/23/2019, isi followed up with the robotics coordinator (roco) and obtained the following additional information: the instrument was inspected prior to use. The customer could not straighten the instrument wrist when attempted to remove it from the trocar. It was unknown when or how the tip cover came off. The customer was trying to locate the missing tip cover and found it inside the specimen bag with the kidney that was removed. The customer reported the orange plastic coating on the instrument shaft and it was hard to tell if any fragment(s) was broken off. The instrument was bent and locked over half of the orange coating. The customer performed x-ray and CT scans to check for fragments and both tests were negative. The patient is in recovery. On 06/17/2019, isi followed up with the robotics coordinator (roco) and obtained the following additional information: the patient recovered well after the event. There was no medical intervention post-procedure.